Event description:
It was reported that during a da vinci si prostatectomy surgical procedure, the site experienced a non-recoverable error 281 message where the system would not power on. System error code 281 occurs when a processor did not complete a step during system startup within the allotted time. Site contacted the technical service engineer (tse) and verified that all the sub-systems were connected and powered properly. The tse had the site emergency power off (epo) the system and the alleged issue still persisted. The tse reviewed the system logs and also noticed the following error messages: 23, 307 and 40068 which was pointing to the right master tool manipulator (mtm).the master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The tse had the site epo the surgeon console only and move the mtmr in the whole range of motion; however, the alleged issue persisted. Due to the alleged issue, the surgeon decided to convert the da vinci si prostatectomy procedure to open surgery. A field service engineer (fse) went to the site the same day and replaced the mtmr and tested the system and system passed testing. The alleged issue was resolved.

Manufacturer narrative:
Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2013 and confirmed the alleged error messages the site had obtained during the reported surgical procedure. This complaint is being reported due to the following conclusion: due to the alleged error message the surgeon decided to convert the da vinci si prostatectomy procedure to open procedure.

Manufacturer narrative:
The product was returned on 10/02/2013 with the following findings:master tool manipulator 2 (mtm) was returned to failure analysis with the following findings: failure analysis (fa) configured the arm to the system on the right side and powered it up in normal mode. Fa drove a patient side manipulator (psm) with the arm without any issues. Fa power cycled the system several times. Fa removed the arm from the system and checked the pins on the main wire harness connectors and they all looked ok with no problems. Fa was unable to reproduce the alleged error 281 message received by the site; however confirmed the alleged error message in the system logs. This error pattern is typical when an arm is unplugged or missing while configured and powering up. Fa recommended upgrading the embedded serializer master base( esmb), tracked and replacing the main wire harness as well as performing all required upgrades as a precaution. No problems were found with the mtm.